Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced urinary/bowel problems, organ perforation and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016. (B)(4). It was reported by an attorney that the patient experienced mixed incontinence, vaginal discomfort, urinary frequency, overactive bladder, urinary urgency, intrinsic sphincter deficiency, urinary tract infection, and incomplete bladder emptying. It was reported that the patient concurrently underwent hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui, uterine procidentia, overactive and mild obstructive bladder symptoms.

Manufacturer narrative:
Date sent to the FDA: 07/01/2016.